Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during an unspecified procedure, a stent dislodgement occurred. The target lesion was located in the iliac vein. A 7.0x40x135 cm express ld iliac / biliary balloon dilatation catheter was used to treat the lesion. Before the physician was able to deploy the stent at the target lesion, it dislodged from the delivery system. The dislodged stent was successfully retrieved with a basket. The procedure was completed with a different device. No further patient complications were reported and the patient's status was fine.